Event description:
It was reported that leakage occurred between inner and outer tube after use with a bd vacutainer® 9nc 0.109m 0.2 ml plus blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: tnt leakage after blood collection.

Manufacturer narrative:
H.6. Investigation summary bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for molding defect that caused blood to leak with the incident lot was observed. Additionally, evaluation of the customer samples was performed and molding defect that caused blood to leak was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred between inner and outer tube after use with a bd vacutainer® 9nc 0.109m 0.2 ml plus blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: tnt leakage after blood collection.